Event description:
Tampon unfolded when I took it out. Recessed part. Doctor removed [foreign body in reproductive tract] . Tampon broke. Unfolded [device breakage] . Recessed part [complication of device removal] . Case narrative: consumer reported via phone that the tampon broke. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.